Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.